Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch for out of range pace impedances. Further review noted there had been previous spikes of lower impedances values, but the values recently triggered the lead safety switch for out of range values of less than 200 ohms. The review also showed oversensed noise episodes. Under fluoroscopy, this lead appeared to have damage at the same location as the right atrial (ra) lead. Both leads were explanted and replaced. The patient is not dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that there was no damage noted on the lead body. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout the electrical test were within normal limits, but the inner insulation was found to have an abrasion. The abrasion was approximately 46 cm from the terminal pin. The reported observations of low impedance measurements and oversensed noise is likely the result of the lead damage observed by the laboratory.